Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a drainage catheter placement procedure, when opened the item the locking wire in the normal items it found in lateral side of the catheter, but they found the wire, or the thread allegedly coming out from the center of the catheter. Reportedly, they tried to open different new one but the found that the thread is coming for the side as usual. There was no patient contact.

Event description:
It was reported that prior to a drainage catheter placement procedure, when opened the item the locking wire in the normal items was found in lateral side of the catheter, but they found the wire, or the thread allegedly coming out from the center of the catheter. Reportedly, they tried to open different new one but then found that the thread is coming for the side as usual. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8f navarre drainage catheter was returned for evaluation. Gross visual evaluations were performed. Product packaging and label were not returned. Pigtail thread was exposed from the catheter hub and distal end. The device appeared to be pigtailed at the distal end of the catheter. Manufacturing site evaluation of the sample found that the thread protruding through the catheter luer rather than the side hole on the luer. The result of the investigation was confirmed (not manufacturing related). Therefore the investigation is confirmed for the reported defective component issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.